Manufacturer narrative:
This report is filed (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed a post-operative seroma at the implant site. Subsequently, the site was aspirated (date not reported) and the patient was prescribed a 10 day course of oral antibiotics (date not reported). The implanted device remains.